Manufacturer narrative:
The endowrist vessel sealer extend instrument involved with this complaint has not been returned to is for evaluation. Therefore, at this time, the root cause of the customer reported failure mode cannot be determined. If the instrument is returned and/or if additional information is received, a follow up MDR will be submitted. On 01-aug-2018, isi's clinical engineering team reviewed the procedure video and obtained the following additional information: it was confirmed that the vessel sealer extend instrument grabbed a large tissue bundle that was under tension. There was no indication of tissue effect during the two energy activations. There was a slight repositioning of jaws after the second activation due to the error message ¿there is too much tissue between the jaws¿, then bleeding occurred. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. According to the system logs, there were no indicators that would affect the sealing of the endowrist vessel sealer extend instrument. However, there are two smartcut events, where the user is reminded to release tissue and re-grasp a smaller bundle (usually because the jaws are open too wide and too much tissue is stuffed in the jaws). This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer extend instrument did not seal adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to hand assisted laparoscopic surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, the endowrist vessel sealer extend instrument allegedly did not seal. As a result, the patient allegedly experienced bleeding and the robotic procedure was converted to a hand assisted laparoscopic surgical procedure. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding to the reported event: according to the csr, the surgeon was able to use the endowrist vessel sealer extend instrument without any issues up until the event occurred. While the surgeon was attempting to seal the left colic vein, the system generated a message stating that the tissue was too thick. Then the surgeon moved the endowrist vessel sealer extend instrument a little and attempted to seal again. The csr stated that she noted that the jaws were not fully closed and thought it was in coagulation mode and mentioned that to the surgeon. The surgeon then attempted to seal it twice and at that time the patient experienced bleeding. At that time the surgeon converted to a hand assisted laparoscopic surgery by adding another incision. The surgeon was able to control the bleeding by stapling the vessel with a handheld stapler instrument. The csr mentioned that it is unknown if there were any audible tones indicating if the sealing cycle was completed. Later when the surgeon reviewed the video he had mentioned that he believes there was no tissue effect seen. The estimated blood loss was approximately 1 liter. The csr confirmed there was no blood transfusion administered. It was also confirmed that the patient tolerated the conversion to hand assisted laparoscopic surgical procedure well, and was reported to be recovering well. There is a video recording of the procedure and isi has obtained it for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm nor replicate the customer reported complaint: the instrument was tested in house for energy delivery. Energy was delivered without any issues. The gap test passed with the .002" gauge and the electrical continuity test passed. No errors appeared. System log review did not indicate any sealing procedures.